Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed inaccurate fill estimates. Reportedly, the cartridges were filled with 220-250 units of insulin. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. The customer's blood glucose level was 333 mg/dl. Insulin delivery was resumed.